Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them, and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The lay user/pt contacted lfs in 2009, alleging inaccurate high readings on his one touch ultrasmart meter. A medical surveillance specialist (mss) spoke to the pt about one week later, and obtained the following info: the pt mentioned that on the morning of the event day at 8:30 am, he tested his blood glucose and obtained a 143 mg/dl. He then took his set amount of lantus 40 units and 34 units of humalog based on a sliding scale and ate breakfast. At around 11:00am, his wife reportedly found him "out of it", sweating and screaming. She immediately knew something was wrong and contacted ems. The wife did not attempt to test or treat the pt. Ems arrived and tested the pt using their meter and obtained a 56 mg/dl around noon. The pt was given IV glucose and did not take the pt to the ER. The paramedics left 45 mins later and the pt's blood glucose was 140 mg/dl on the paramedic's meter. Pt claims by then he had felt better and did not recall that he was "out of it" and screaming as his wife had indicated. The test strips were in good condition and not expired. The pt had been cleaning the puncture area correctly and the technique of applying blood on the test strips was correct. The meter was coded properly. A quality control test was not done since the pt did not have control solution. The complaint is being reported since the pt took insulin based on the meter result and shortly later developed symptoms of hypoglycemia and was treated by ems for a result of 56 mg/dl.